Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, that on (B)(6) 2021 the patient underwent a primary posterior cervical fusion in the occipital bone for treating vestibular neuronitis. On (B)(6) 2022 it was reported that the rod (unk) might have come off. On (B)(6) 2022 the patient underwent a revision procedure. Subsequent to the aforementioned the following reports were made: the patient has become infectious including (B)(6). It takes for granted that the infection was triggered by the protruded rod through the scalp. The lesion was cleansed on the first week of (B)(6) 2022. Severity of the infection was evaluated as "mild." Any further symptom of the infection has not been recognized. However, the patient has been hospitalized, and the wound on the scalp needs daily treatment. No further information is available. This report is for one (1) ti locking screw - sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: kwp, mnh and nkg. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.